Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, an evaluation of this device was performed. The analysis concluded that the bulging of the case as well as the no output and no telemetry condition of the device was a result of a normally depleted battery in addition to the longtime of implant. The device was functioning normally.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had long been known to be at battery depleted state and was turned off as the patient's ejection fraction had improved. Further, it was opted to explant the device for the benefit of another procedure. In addition, after the device was explanted it was noted that the device appeared to be bulging at certain spots. The device will be returned and the physician requested for a device analysis. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned for analysis. This report will be updated should additional information become available or if analysis is completed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) had long been known to be at battery depleted state and was turned off as the patient's ejection fraction had improved. Further, it was opted to explant the device for the benefit of another procedure. In addition, after the device was explanted it was noted that the device appeared to be bulging at certain spots. The device will be returned and the physician requested for a device analysis. No adverse patient effects were reported.